Manufacturer narrative:
The reported complaint of the thermogard xp ivtm console (sn (B)(4)) displayed tcmid:01 (pump failed) error message was confirmed based on the event log review and during the functional testing. The root cause for the reported complaint was a defective motor driver control pcb, likely caused by normal wear and tear. The thermogard is a reusable device and was manufactured in october 2012 and is over 8 years old, exceeded its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, the console panel and window displays were observed with discoloration and were degraded as a result of wear and tear. The damaged parts were replaced to address the observed issues. Also, the power input module was observed loose as a result of wear and tear, unrelated to the reported complaint. The power input module was reseated to address this issue. During functional testing, the thermogard console failed to rotate the pump rotor when the button on the display was pressed. The root cause of this issue was the defective control printed circuit board on the vexta motor assembly. The defective vexta motor assembly was replaced to remedy the fault. The thermogard console was further tested, and it was noted that the system's battery had a low voltage, unrelated to the reported complaint. This issue could be related to the normal use of the device, and the battery was replaced to address the issue. The event log review showed the occurrence of multiple tcmid:01 errors on the reported complaint date, thus confirming the reported complaint. Following service, the thermogard xp ivtm system passed the functional testing as well as multiple overnight burn-in tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard console sn (B)(4). Date of event is unknown.

Event description:
As reported, the thermogard console (sn (B)(4)) displayed tcmid:01 (pump failed) error message. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown.